Event description:
It was reported that during a pci procedure involving a calcified, 90% stenotic lesion located in the mid left anterior descending (lad) coronary artery, the stent of the express2 monorail was damaged. Predilation of the lesion was performed with a maverick2 monorail balloon. The express2 stent did not cross the lesion and the distal edge of the stent became flared during advancement into the proximal lad. The device was exchanged and a vision stent passed the lesion successfully. The procedure was successfully completed with a different device. No pt injuries or complications were reported. Pt status is reported as 'good'.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed. A review of the mfg record for this batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. This batch number has no associated complaints to date.